Event description:
A literature article reported three cases with unfavorable progress following implantation of a glaucoma filtration device (gfd). This patient experienced an intraocular pressure (iop) increase following the implant procedure. Following discharge the iop increased to the high teens, therefore, suture lysis and needling was performed. Three glaucoma medications were used to attempt to maintain good iop control, however, they failed. The patient was unwilling to undergo additional surgery to control the iop. The visual function of the eye was subsequently lost. Additional info has been requested. There are three manufacturer reports associated with these events. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned as the device remains implanted and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info has been requested. Miki, m., kojima, s., ueki, m., sugiyama, t., and ikeda, t. (2014). Three cases with unfavorable progress following implantation of an express glaucoma filtration device. Journal of the eye, 31(6), 903-908. (B)(4).